Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with implantation of a 255cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral breast ptosis. As a result, the patient underwent removal and replacement with allergan implants on (B)(6) 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-02940 for the contralateral event.

Manufacturer narrative:
Mentor received the suspect medical device and completed an evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).